Event description:
Information was received that a smiths medical fluid warmer was running very loudly and had a burning smell.

Manufacturer narrative:
Device evaluation summary: one level 1 h-1200 fast flow fluid warmer was received for evaluation in good condition. A burning smell was confirmed upon powering on the device. The unit was then shut off and the back cover was removed for further investigation. The device and both of its heaters were also inspected. It was noted that heater one had damage to the insulation. A new heater was then inserted and no burning smell was detected after the unit was restarted. In addition, a review of the DHR was also completed and no issues were found. Based on the investigation and evidence, the complaint allegation of a "burning smell" was confirmed. A cracked tubing issue was found along with the damaged insulation. However, the device was not found to be excessively noisy. The root cause is listed as unknown.